Event description:
The manufacturer received information alleging service required related to a CPAP device. The device was returned and evaluated. The results of the device evaluation are as follows: service required was confirmed and the top enclosure was found to be contaminated. The top enclosure assembly, deypad, blower, rear panel assembly, pressure sensor seal, flow sensor seal, power supply, tubing, sd card, pollen filter, carrying case, and accessory module was replaced. There was no report of serious patient harm or injury.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.